Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the reporter contacted animas, stating the patient¿s blood glucose (bg) was above 250 mg/dl and below 500 mg/dl without symptoms of hyperglycemia. This bg excursion does not meet criteria for a serious injury or adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/25/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a related alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No internal damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.